Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the physician's office that the patient's implantable cardiac monitor (icm) migrated within the body and broke through the skin compromising its sterility. The icm was removed and replaced. No patient complications have been reported as a result of this event.